Manufacturer narrative:
A 23ga directional laser probe from lot m0013091 was returned, examined and tested by quality control. The laser probe was received without a tray or a protective plastic clamshell enclosure. The probe passed the electrical bmp test. The probe was tested on an iridex laser and found to have a laser output that was just 0.5% below specification with an image that gave off stray beams. Further examination found the probe to have accumulated surgical debris. This debris was cleaned off with alcohol and the front-end fiber was found to be damaged. The probe was then tested on a lightlas laser and found to have a laser output within specification, but with an image that gave off stray beams. We do not have a root cause identified, it is not known how the fiber in the tip of the probe was damaged. No further investigation is necessary. See related reports 0001932402-2020-00009 & 0001932402-2020-00010.

Manufacturer narrative:
Lot m0013091 of 55.26.23, 23ga directional laser probes was 100% inspected prior to being released on 02nov2017. The product inspection includes a 100% verification of the slide button function, position (alignment) of the slide button, laser throughput and image, as well as visual examination of the fiber condition at both the front and back ends of the probe assembly. There were no indications of a laser power issue noted in the DHR. No deviations were in effect for this lot. DHR evaluation did not reveal any negative quality patterns. Qc approved and released parts from lot m0013091 to load on 02nov2017. There were no non-conformances for this issue reported during the manufacture of this lot. The device has not been returned, therefore the root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. Further investigation will be performed upon device return. See related reports 0001932402-2020-00009 & 0001932402-2020-00010.

Event description:
The user facility in the (B)(6) reported the laser probes failed to function. Different probes and another machine were tried. The surgery was aborted and the patient needed to return for secondary laser.